Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high capture threshold of 6.75 v at 1.5 ms and low sensing of 0.2 mv.